Manufacturer narrative:
Age at the time of event: 18 years or older.

Event description:
It was reported that balloon rupture occured. The target lesion was located in a moderately calcified artery. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation, at 12 atmospheres for 10 seconds, the balloon ruptured and got damaged. The procedure was completed with this device. No patient serious injury nor complications were reported.